Event description:
Patient is a man with a history of a nonischemic cardiomyopathy who under went implant of an ICD system 2004. Medtronic model 7230cx ICD, medtronic 6949 fidelis lead. He presented 2007 with multiple shocks from his ICD. Interrogation revealed noise on the electrograms and varying lead impedance consistent with a lead fracture.